Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim#(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision and brown haze. The lens remains implanted.